Event description:
The customer reported via phone call that they have been experiencing unexplained high blood glucose readings. The blood glucose reading was 450 mg/dl. It was stated that the customer changed out their insulin pump last week, but the issues continue. The customer did not want to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.